Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
It was reported that during surgery, the surgeon said that the 029mm and 025mm reamers would not cut. Another set had to be opened to complete the surgery. The surgery time was extended by about 15 minutes requiring additional anesthesia to keep the patient stable.